Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, there was a refraction deviation. The lens was exchanged for another lens of one diopter difference in power. Additional information was requested.